Event description:
It was additionally reported that the lead had high impedance and noise resulting from a possible lead fracture. The lead was explanted and was replaced.

Event description:
It was reported that the right ventricular (rv) lead showed diminishing r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the distal segment lead was returned and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and it indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 892 ventricular short interval counts (v-sic) occur since (B)(6) 2014. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2014. Max rv pace impedance rises from an approximate baseline of 450 ohm to > 650 ohm the week ending (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.